Event description:
Patient was seen in clinic and presented with high lead impedance and was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.